Manufacturer narrative:
Visual analysis of the returned device identified one curved opening, brown particles in the fill channel, white particles calcification-like in outer surface, and creases. Leak test and microscopic analysis were performed which identified one striated opening and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was one striated opening assessed as surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.